Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material likely occurred due to insufficient reprocessing. The cause of the damaged acoustic lens likely occurred due to user¿s handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding reprocessing: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." The following information is stated in the instructions for use regarding handling the device: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide information obtained regarding this event, refer to b3, b5 and e1/e2.

Event description:
Additional information was obtained regarding this event. The failure was observed during reprocessing. The device was inspected prior to use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the ultrasound image was defective with missing elements due to damage to the probe unit and the ultrasonic cable. It was also found that due to the damage on the acoustic lens, insulation resistance did not meet the standard value. It was also observed that the nozzle was clogged, which prevents water removal ability and did not meet the standard. It was also observed that the bending angle and the knob play for all directions did not meet standard due to wear of the angle wire. The forceps raising angle did not pass standard due to damage of the forceps elevator wire. A dent was also observed on the forceps channel port. The adhesive on the bending section cover is detached. Surface damage and scratches were observed floating on the ultrasonic transducer. Lastly scratches were observed on the following unit components: connecting tube, universal cord, objective lens, plastic distal end cover, distal end, and on switch button 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii ultrasound gastrovideoscope experienced noisy image and video simultaneously. There was no patient/user harm or injury reported due to the event. Upon return, damage was observed on the acoustic lens probe unit and the forceps elevator contained foreign material. This MDR is also being submitted to capture these reportable malfunctions found during the evaluation.